Event description:
The pt stated that, she observed an e4 (occlusion) error code displayed on her infusion device. She stated, that her blood glucose level was "slightly elevated", which was in the "180's (mg/dl)". She did not provide her recommended blood glucose range. She reported that she was pregnant. She did not mention any symptoms of high blood glucose at the level of 180 mg/dl. She further stated that when she removed her infusion set headset, she noticed that the cannula was "kinked". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.